Manufacturer narrative:
The device was returned for investigation. The investigation is currently in progress. A follow up report will be provided with the results of the investigation.

Event description:
During a rotator cuff repair procedure using a multivac 50 xl arthrowand, a portion from the tip of the wand detached. The hospital reported that it is not known if this occurred before insertion into the pt's joint. The surgery was delayed an additional 15 minutes to perform an x-ray of the surgical site. The detached piece was not detected by x-ray. It is not known if the fragment remains in the pt. No other info was provided for this report.